Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button did not respond to touch, with the device displaying a ¿tap to wake¿ screen and failing to vibrate or react when the user pressed the button; the user was able to unlock the device after placing it on the charger, and the button function returned after a device restart. Symptoms included no clinical effects. Outcomes included no impact to therapy, no alerts or alarms, and no medical intervention. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed a transient user interface unresponsiveness of the sleep/wake button that resolved with a restart, with no accessories implicated. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a temporary device software or interface condition.